Manufacturer narrative:
For 2 of the events: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: sample from the patient was requested for investigation. For 1 of the events: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there were allegations of questionable high results for 3 patient samples tested for elecsys ft4 IV on 1 cobas e801 analytical unit and 2 cobas 8000 e 602 modules. 2. Patient age range: one 85 years, 2 asku. 3. Patient weight range: asku. 4. Patient sex breakdown: 1 female, 2 asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For one of the events: summary of investigation results: the investigation did not a product problem. The cause of the event was consistent with a pre-analytical issue (a clot was detected in the sample) at the customer's site. Pre-analytical is within the customer's responsibility. Summary of follow up/corrective actions taken: the analyzer was checked and no problem was found. For two of the events: summary of investigation results: the investigation found an interference to the suru label in the patient sample. Per product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. There was no malfunction of the device or reagent. Summary of follow up/corrective actions taken: sample from the patient was tested for investigation.